Event description:
Rotablator burr 1.50 mm rotalink exchangeable catheter (boston scientific) was withdrawn noted the flush solution was squirting out a hole in the shaft of the catheter and not out the tip.